Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: the vapr clplse90 electrode w hand controls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection of the device. Visual and functional test were performed, as a result; the device was returned in shelf carton, no clear sign of activation were noted, the handle, cable and plugs assemblies were in good condition. Residue visible in suction tube. The device passed successfully the electrical and functional testing. From our investigation we were unable to confirm the customer reported issue "during surgery, the product does not function as the coagulation and ablation functions". Testing at atl UK shows the returned device was immediately recognized and found to pass both electrical and functional testing, with no abnormal coagulation and ablation function observed or any other issue being detected. Activation was found to be consistent as expected. The root cause of the customer reported functional issue could not be determined, based on a review of the investigation findings no correction action has been implemented by atl UK. The overall complaint was unconfirmed as the observed condition of the vapr clplse90 electrode w hand controls would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported from brazil that the vapr clplse90 electrode w hand centrals device coagulation and ablation functions did not function. During in-house engineering evaluation, it was determined that there was residue in the suction tube. There was no procedure involved. No additional information was provided.